Manufacturer narrative:
The pump was received with blank display due to corroded battery tube. There was no moisture damage electronic assembly. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer's blood glucose level was 69mg/dl. The customer treated with food. The customer was advised the pump would be replaced and returned for analysis.